Event description:
The pt experienced no stimulation sensation and a loss of therapeutic effect after a rock from a lawn mower hit the pt near the implantable neurostimulator. The pt was seen in clinic. It was reported that impedances were normal and less than 250 ohms. The hcp was unable to adjust stimulation. Continuous beeps were heard from the pt programmer. An x-ray was performed (results not reported) and the device was reprogrammed. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.